Manufacturer narrative:
Lumenis investigated the reported event contacting the user facility to obtain; patient treatment settings, patient information, patient photos, which were partially provided. Furthermore, user facility reported that the patient injury was treated by benzocaine lidocaine and tetracaine antibiotics. A lumenis technical expert concluded the device operated according to manufacturer specifications. He measured energy levels; all within specification. Inspected cooling system for damage/leaks; none found. Also, checked voltages in service mode; within specification. Thus, device malfunction is not the suspected cause of the reported event. A lumenis clinical training director and healthcare professional reviewed the reported event details and concluded that "two patients treated by the same clinician with the vascular filter on the m22 for ipl. Both treatments use presets for skin type ii. Triple pulse 23 joules lowered to 21joulse. Pulse durations of 3.0ms with delays of 25ms. Clinician treated with one pass on the entire face followed by a second pass over the cheeks and nose. Patients experience swelling in the area of the second pass. One patient sustained blistering on cheeks and nose requiring medical intervention with an oral antibiotic. The device was checked and found to be within normal parameters. I called the clinician who stated the filter does not have any scratches or defects. This is user error. Although the presets were used, it is not advised to initiate treatment with the vascular filter using two passes in the same area. This is where the swelling and blistering occurred. After speaking with the clinician she agreed that it may have been too aggressive. After talking to the clinician she admitted that the patient that had blistering may have had recent sun exposure even though she denied it. The patient that sustained swelling is doing fine. The patient that sustained blistering is healing well. The lumenis clinical training director and healthcare professional further concluded the injury to be with 'moderate severity'. While the information received to date does not confirm that a malfunction had occurred, the injury was defined as 'moderate' and required medical intervention by oral antibiotics to preclude permanent impairment. As a result, the company is reporting this event. The most probable cause of the reported event is a user error, a failure on the part of the device operator to follow instructions described in the device manual. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A customer reported on two patients getting burned on the nose and the chin. The patient had blt which means benzocaine lidocaine and tetracaine - oral antibiotics. The patient observed a burn mark following treatment. Other patients said they received extra swelling to the chin ((B)(4)) after treatment was performed the following day. Patients said the treatments hurt a little bit more than usual.